Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication and blood leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used q-syte unit from unknown lot number. The q-syte unit was attached to an extension set that is attached to a syringe. Visual/microscopic examination: the septum was molded using the 32-cavity mold. Observed slit tears on the septum top disk. Fluid leak test: using the returned extension set and syringe utilizing red food coloring/water mix. Pressure was applied to the plunger of the syringe and fluid flowed through the extension set through the q-syte. Leakage was not confirmed water leak test: q-syte was leak tested in the actuated and un-actuated positions. Leakage was not confirmed in the actuated or un-actuated positions. Septum column tear assessment: no damage (tear) observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed a slit tear on the septum bottom disk. Photos taken of the slit centeredness: the septum slit cut was not off center. Conclusions: the defect leakage; as stated as the reported code in the subject of the pir was not confirmed with q-syte. Confirmed there were slits tears on the septum top and bottom disks. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that medication and blood leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that medication and blood leaked from a bd q-syte luer access split-septum stand-alone device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.